Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1; -10.0 diopter implantable collamer lens had tore during injection; that was intended for the patient's left eye (os). This occurred on (B)(6) 2022. There was no patient contact. Later on the same date a back up lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
It was later clarified initial lens and replacement lens were incorrectly reported. MFR has been updated for correct serial number/information. B5 - information still applies and is correct. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).